Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified white residue in the air/water cylinder and auxiliary water channel. The cause for this issue could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the service history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.